Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device. (B)(4).

Event description:
A trial patient reported lead migration. The patient stated their leads migrated on both sides. It was noted the trial began on (B)(6) 2017. There were no symptoms reported related to the event. The patient was alive with no injury. The indication for use is unknown.